Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and no delivery test. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube, reservoir tube lip, belt clip slot, and minor scratched display window.

Event description:
It is reported that the patient experienced a high blood glucose level. Level is 420/dl. Troubleshooting was conducted and we explained the possible reasons for a high blood glucose level to the patient. The high blood glucose level might have been cause due to physical damage on the pump. The device is being returned. No further information available.